Event description:
It was reported that during a routine follow-up two months post implant, this right ventricular (rv) lead exhibited loss of capture. Subsequently, surgical intervention was performed to reposition the lead. Once the helix was retracted and repositioned, the physician was unable to extend the helix after 30 turns, and the decision was made to explant the lead and implant a new rv lead. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix housing and tip area. The helix mechanism could not be tested due to the dried blood in the housing. A stylet insertion test passed without issue, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of failure to capture, and dried blood in the helix housing prevent direct testing of the helix mechanism. However, susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known issue associated with the use of this device. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during a routine follow-up two months post implant, this right ventricular (rv) lead exhibited loss of capture. Subsequently, surgical intervention was performed to reposition the lead. Once the helix was retracted and repositioned, the physician was unable to extend the helix after 30 turns, and the decision was made to explant the lead and implant a new rv lead. Besides intervention, there were no other adverse patient effects reported.